Event description:
The surgeon implanted a silicone lens model aq2003v and was removed when a posterior capsule tear was noticed. A vitrectomy was performed and when the lens was removed the incision was enlarged and sutures were needed. There were no other pt injuries indicated and it is unknown if the device caused or contributed to the event. The facility stated there was no apparent lens damage. The model and lot numbers for the cartridge and injector are unknown.